Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 19 mmol/l with abdominal pain and blurred vision. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was alleged that the pump was not emitting loss-of-prime alarms. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, the black box for the date of the event was not available. The available black box showed the pumps force was never dropped below 7 counts to give a valid loss of prime warning. The available black box showed a loss of prime relating to the pump not being primed after rewind. The alarm history showed a low cartridge warning. There was no ¿replace cartridge¿ alarm observed. The pump was run on a basal program for 24 hours with no loss of prime detected. The prime/fill cannula remained filled during testing. The pump gave the appropriate sound warning and displayed correct message on the screen. The total daily dose added up correctly and reflected the users programmed basal rates. There were no delivery defects found during the delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.